Manufacturer narrative:
Update to h6, h7, and h9. After further investigation, it has been determined that the investigation involved a trend analysis and the device was not returned for evaluation. The investigation identified a sterilization problem and the issue was determined to be the result of a manufacturing deficiency. The affected product was included under recall number r 26 003. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, medline drapes were recalled and had been used during a total knee arthroplasty procedure prior to the facility becoming aware of the recall. The procedure was initially performed on (B)(6) 2025. The patient subsequently required a second surgery on (B)(6) 2026, due to an infected knee. The facility stated they doubt the infections were related to the drapes or gowns used.

Manufacturer narrative:
According to the facility, medline drapes were recalled and had been used during a total knee arthroplasty procedure prior to the facility becoming aware of the recall. The procedure was initially performed on (B)(6) 2025. The patient subsequently required a second surgery on (B)(6) 2026, due to an infected knee. The facility stated they doubt the infections were related to the drapes or gowns used. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.